Manufacturer narrative:
Sensor (B)(6). Has been returned and investigated. Visual inspection was performed, the sensor was properly seated and no physical damage was observed on the sensor patch. Data were extracted from the returned sensor using approved software. The sensor was found to be in sensor state 6 (indicating abnormal termination). Observed that the patch terminated on the body. Attempts were made to re-program the sensor, reprogramming was unsuccessful. The battery was replaced and an additional attempt was made to reprogram, it was also unsuccessful. The sensor was sent for further investigation. Visual inspection was performed on the pcba (printed circuit board assembly) and contamination was observed due to liquid ingress, likely from debris collecting on the sensor resulting in an improper seal. The liquid ingress created a short causing irreversible damage to the pcba. Due to the damage, abnormal termination occurred during sensor activation. In order to test the customer's complaint of high readings, linearity testing must be performed. During linearity testing, the sensor generates a current that mimics glucose values. Due to the excessive damage to the pcba, linearity testing is unable to be performed, therefore further testing is unable to be completed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.